Manufacturer narrative:
The field service engineer found the cell rinse water to be overflowed. He adjusted the cell rinse water level which resolved this issue. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results from the cobas 8000 cobas c 502 module. The user was reviewing creatinine results and noted some results to have abnormally low levels. He also noted a wash solution overflow from the cuvette. The samples which were processed on the reported date were then rerun and revealed discrepant results. Testing was then put on hold. These prompted a request for service. After service by the field service engineer, the user found a discrepant result which was not put on hold and was reported outside the laboratory. The patient had an initial result of 65 umol/l and a repeat result of 85 umol/l. The repeat result was deemed to be correct. The reagent lot number and expiration date were asked but not provided.